Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an internal review of data transmitted from the implantable cardioverter defibrillator (ICD) indicated that short circuit protection was triggered during the first phase of the first high voltage therapy resulting in less than the programmed high voltage energy being delivered. In addition to the reduced energy shock, there was an approximate 50% drop in all pacing impedance trends right after these high voltage deliveries. The battery voltage values remained low after the high voltage therapies and recommended replacement time (rrt) was subsequently triggered. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.